Event description:
It was reported by the sales rep that in a demo surgery case, the generator went through (3) lcs shears and blades. Loaner generator was requested. 06/19/2000, it was reported the gen01, hp052, and lcsc5 were used during a laparoscopic cholecystectomy. It was reported by the rep that in the first moments of the case a solid tone was heard. The blade was loosened, re-tightened and cleaned and was then activated with the tissue pad open to no avail. After the case the nurse washed the blade under running water and the tissue pad fell off of the device. There was no consequence to the pt.